Event description:
It was reported that the customer reported regarding issues during prime/rewind. The blood glucose reading was 130mg/dl. The caller stated that device squirted out the insulin during the manual prime process and also alarmed. The mother mentioned that the drive support cap is protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose motor support disk. The device was received with cracked reservoir tube and battery tube threads.